Manufacturer narrative:
Correction/additional information: d4: (lot #), d4: unique identifier (UDI)# (omitted on initial). H4: the device was manufactured from october 21, 2022 - october 22, 2022. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor overinfused. The device completed nine hours earlier than the expected duration. This issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.